Manufacturer narrative:
(B)(4). Product not returned for evaluation. No replacement product needed at this time. Test strip were expired. Customer will purchase new strips. Most likely underlying root cause: mlc-22-client is testing with expired test strips test strip UDI# (B)(4). Note: manufacturer contacted customer (several attempts) in a follow-up call to ensure that the initial concern was resolved- unable to establish contact with the customer at this time. Product notification letter sent to customer to contact customer care.

Event description:
Consumer reported complaint for erratic blood glucose test results. Customer stated that it started a week ago. The customer is concerned with tests results from reported back to back blood tests of 330 and 150 mg/dl fasting. The customer's expected fasting blood glucose test result range is 120 - 130 mg/dl. The customer is only concerned with the erratic blood results, not high. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. During the call on (B)(6) 2018, a back to back blood test was not performed by the customer. The product is stored according to specification in the closet. The test strip lot manufacturer's expiration date is 03/28/2018 (test strips are expired at time of call) and open vial date is unknown. The meter memory was reviewed for previous test result history: (B)(6).